Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer drank water to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.